Event description:
Per the clinic, the patient was treated with oral antibiotics for 2 weeks (date not reported).

Event description:
Per the clinic, an infection had developed at the implant site, exposing the receiver/stimulator. The device was explanted on (B)(6) 2024, and the patient was re-implanted with another cochlear device during the same surgery.